Event description:
IV tubing separation reported. The pt was receiving an IV solution of d5 1/4/ns with 20 meq of potassium at approx 15-20cc/hr. At some unspecified time during the infusion, the y-site separated from the tubing without any manipulation noted by nurses or pt family. Bleedback was noted approx 1/3 of the way back into the extension set from the IV site, no blood loss reported, as noticed in time. No problem was reported to IV access. The tubing was changed to solve the problem. No pt harm was reported.